Manufacturer narrative:
This report is submitted on february 22, 2022.

Event description:
Per the surgeon, the patient experienced a skin-flap breakdown which was treated with oral antibiotics. A skin-flap revision was performed under a general anaesthetic.

Manufacturer narrative:
Per the clinic, the patient experienced skin necrosis which was treated with topical steroid (specific date and duration not reported). The implanted device remains. This report is submitted on march 17, 2022.